Event description:
Philips received a complaint from the customer on the v60 indicating that the devices touchscreen is unresponsive and is failing calibration. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. V60 touchscreen is unresponsive. Customer is reporting the unit will pass calibration and eventually will drift out of calibration. The rse advised customer the latest version of the service manual is version r. The customer re-calibrated the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.